Event description:
MFR received a report from a dealer alleging that when the family used the hand control, the power cord that plugs in the wall sparked and flames came out of "slits" on the power cord. The dealer states that this was the first time the bed was used.